Manufacturer narrative:
Product analysis: the customer comment that the epg would not power on was confirmed. The battery shorting bar was found to be contaminated. The customer comment that an output connector was damaged was confirmed. The output connector assembly was found to be broken. The hanger assembly and lower case were found to be broken, upper case was noted to be broken and dented, main seal was noted to be pinched and display wire was noted to be pinched, wire insulation exposed. The personal computer (pc) board was replaced due to two or more occurrences of an error. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which would not power on and had a damaged output connector was returned for service and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.